Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported customer's problem regarding "battery depleted" alarm could not be duplicated. The pump was operating for approximately three hours at 3000 ml/24 hrs (max delivery) with no alarms or other issues occurring. It is suspected that the user had old or defective batteries in the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "battery depleted". No adverse effects reported.